Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 346 mg/dl. Customer stated that he rewound the pump and inserted a new reservoir. Customer reported that the pump was making noises and displaying the restart screen. Customer stated that now there is a blank screen. Customer tired changing the battery, but the display did not return. Insulin pump will need to be replaced. No add'l info provided.